Manufacturer narrative:
No motor movement or negligible movement. Retries to free a stuck motor failed error during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement test, prime test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to scanner. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.